Event description:
Customer reportedly received results of 112 mg/dl and 45 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer self-treated by eating toast with jelly and drinking approximately 4 oz of 7up. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.